Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge was at 20% battery then shortly afterwards the pump shut down and became unresponsive. There was no impact to the customer's blood glucose level. The customer was unable to turn pump back on and reverted to injections. It was indicated that an alternate pump would be used for diabetes management.

Manufacturer narrative:
The reported issue could not be confirmed; however, a different issue was found.